Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported that the insulin pump's act button was unresponsive. Customer did not recall any significant events leading up to the error. Customer also reported being recently hospitalized due to problem with his heart. Customer did not state whether or not he was wearing the insulin pump while hospitalized. Blood glucose level was 175 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.